Manufacturer narrative:
This report is submitted on november 1, 2022.

Event description:
Per the clinic, the patient experienced poor performance with device use. The patient underwent a revision surgery on (B)(6) 2022, to reposition the device. The implanted device remains.